Manufacturer narrative:
The device has not been returned for evaluation. However, the customer provided images of the device tip. The needle tip exhibits severe damage, with the cannula tips bent inward, and the pincer appears to be broken away. This type of damage can be the result of hitting hard or calcified tissue. The IFU cautions to "verify integrity of needle before cocking instrument and after firing(s). If needle is damaged, appropriately discard the entire device and prepare a new instrument." Several attempts have been made to ascertain the status of the patient and the device; however, the customer has not responded to date. If the device is returned for evaluation or more information is obtained, a follow-up report will be submitted.

Event description:
Needle tip broke during procedure. Needle tip is still inside patient's breast.